Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events where the infusion set cannula was cannula lifts out of skin but adhesive remains with 4 infusion sets. The symptoms were noticed 3 or more hours after insertion, for all events. The infusion sets were used for 24 - 36 hours for all events. Insertion site was abdomen, or upper buttocks, for all events and was regularly rotated. Patient's blood glucose at the time of event was 200 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.